Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized due to ketones and high blood glucose of 28.8mmol/l. It was stated that the infusion set was changed the night before and the customer woke up the next day with high glucose level. Then the infusion set was changed again and noticed that the cannula was bent. It was stated that the customer was disconnected and treated with an insulin drip. The following day, the customer was reconnected and the customer was released. Troubleshooting was performed. Ran a high pressure and self test and they passed. Reviewed the alarm history and found low reservoir and low battery alarm. It was stated that the customer did not feel comfortable and requested a replacement of the insulin pump. No further info was provided.